Event description:
A cracked touchscreen on a pump was reported, rendering it illegible and unusable. The impact on the customer's blood glucose level was unknown as the customer declined to answer. Tandem technical support arranged to replace the pump and confirmed that the customer would use a backup therapy to maintain insulin delivery. The customer was instructed to put the pump into storage mode before returning it with a prepaid label.